Event description:
No additional information received from customer.

Manufacturer narrative:
"This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, d10, g6, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable connector part detached, and charged coupled device (ccd) cable water damage a root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction found during device evaluation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the root of the cord on the camera head side fell out. The issue occurred during set up. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.